Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transp lantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿controller / model #: unk/ catalog #: unk/ expiration date: unk / serial or lot#: unk UDI #: asku. Device available for evaluation? No. Mfg date? Unk. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found down and blue with their controller alarming. The patient had recently had low flows but did not call the clinic, along with some falls and increased alcohol intake. The cause of death was unknown.

Event description:
It was further reported that the controller had lost power and a malfunction was suspected.

Manufacturer narrative:
A supplemental report is being submitted for additional information received about the controller. Fields updated are b5, h2, and the system reported information. Additional products: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2020 / serial#: (B)(6) UDI #: (B)(4) no, device evaluation anticipated, but not yet begun h4: mfg date: 18-oct-2019 h6: device code(s): c63025 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for correction to UDI for h10 reported device. Additional products: d4: serial#: (B)(6); UDI#: (B)(4); d10: yes, return date: 21 jun 2019; h3: no, device evaluation anticipated, but not yet begun dev ret to MFR?: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files revealed that the pump's power consumption and estimated flows was within normal operating range through on (B)(6) 2020 and no low flows alarm were logged within the analyzed period; however, 10 suction alarms were logged within the analyzed period. It is likely the suction alarms contributed to the reported low flow event. No other alarms were logged within the analyzed period. Log file analysis revealed a controller power up event on (B)(6) 2020 at 12:19:49. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 64% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 13 seconds. The last data point recorded in the con troller's internal logs during which the pump was connected to the controller was logged on (B)(6) 2020 at 01:57:44 and revealed that (B)(6) was connected to power port one (1) with 22% rsoc and no power source was connected to power port two (2). The controller's internal logs revealed a power adapter connected at 01:57:52 to power port two (2) and disconnected at 01:58:14. The controller then powered down at 01:59:04. No anomalies were recorded leading up to the losses of power. A loss of power to the controller will result in a continuous audible alarm. As a result, the reported events were confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event and observed suction alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula / outflow graft, constriction at the outflow graft, poor vad filling, and/or patient related factors. A possible root cause of the loss of power on (B)(6) 2020 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, a possible root cause of the reported loss of power on (B)(6) 2020 can be attributed to a disconnection of both power sources with an active no power alarm when the patient was found. Additional products: controller 2.0 - (B)(6); h3: yes; h6: method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19, 22 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.